Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was curious about getting an emergency supply of reservoirs. Customer's blood glucose was 482 mg/dl. Customer is out of reservoirs and needs an emergency set sent to her. Customer stated that she lost her luggage after traveling and her supplies were in the luggage. Customer stated that her blood glucose was high because she is off the pump. Customer treated with a shot. Customer will receive 2 emergency reservoirs.